Event description:
Pilot drill broke during the placement of the locator overdenture implant (lodi). Clinician was unable to retrieve it from the patient's mandible.

Manufacturer narrative:
The drill is still in the patient's mandible; therefore, it is not available for direct evaluation. In this specific case, the clinician decided not to surgically remove the drill, but this could potentially occur and the patient would require additional surgical treatment (considered as severity 3 = serious harm). However, the area of failure of the fracture was most likely caused by applying a side lateral load while drilling the osteotomy. The failure point of the drill will have the greatest moment arm and would further substantiate the likelihood that the drill experienced an off axis force rather than just the vertical or torsional load expected in normal drilling. Since the fracture was likely due to the incorrect applying a side load while use the drill and no other defects noted, the root cause is likely related to improper technique or misuse. The lot history records of the surgical kit and pilot drill were reviewed and no discrepancies or issues of non-conformance were noted. The drill was manufactured to specifications. No further action is required.